Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and the keypad is unresponsive. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but it was placed in wet swimming trunks. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 106 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. Unable to test operating currents due to the unresponsive buttons. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.